Manufacturer narrative:
Additional info will be provided upon the conclusion of the MFR's investigation.

Event description:
Patient was in bariatric sling on lift and was being transferred from bed to wheelchair. Three caregivers present, ml, jd, and ic. Lift was positioned on side of wheelchair with lift legs underneath instead of in front wheelchair due to inability of patient to be rotated in frontal position (patient unable to be rotated while in sling and in lift because their legs will hit lifting actuator when rotated). Pt was lowered for placement in wheelchair; ic was positioned behind wheelchair backrest and was pulling patient in sling from the slings loop handles, ml was lowering lift with down function, and jd was placed directly in front of lift's left leg. The lift tilted sideways towards ic pinning her against the wheelchair and the room's armoire. Ml stepped in to try and stop lift from tilting and was hit in the head by lift frame and pinned by lift on floor. Jd was hit in her shin by the lifts leg as is they tipped upward and thrown to floor. Patient fell in wheelchair and did not sustain any injuries. Caregivers suffered the following injuries: neck, shoulder, back and ankle strains; head and leg contusions. Extremity braces and multiple weeks of pt were necessary.